Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not deploy from catheter properly.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the colon during a colonoscopy with endoscopic mucosal resection (emr) procedure performed on an unknown date. During the procedure, the clip was able to grasp and lock onto tissue. The clip had a difficulty detaching from the deployment catheter. The clip eventually detached from the catheter after manipulation. The procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not deploy from catheter properly. Block h11: correction: block b5 (describe event or problem).

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the colon during a colonoscopy with endoscopic mucosal resection (emr) procedure performed on an unknown date. During the procedure, the clip was able to grasp and lock onto tissue. The clip had a difficulty detaching from the deployment catheter. The clip eventually detached from the catheter after manipulation. The control wire eventually broke. The procedure was completed. There were no patient complications reported as a result of this event.